Event description:
During a roux-en-y gastric bypass procedure on a bariatric surgery pt, the endogia stapler did not fire. Surgeon oversewed the distral gastrotomy. Pt went to recovery in stable condition.